Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 556 mg/dl, elevated bg was address by changing pump supplies and resuming insulin delivery.